Manufacturer narrative:
(B)(6). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, towards the end of the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. A spybite was inside the spyscope ds when the working channel sleeve protruded. There were no reported issues with the spybite. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, towards the end of the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. A spybite was inside the spyscope ds when the working channel sleeve protruded. There were no issues reported with the spybite. The device was removed from the patient and the procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
(B)(6). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual assessment was performed after disinfection. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) protruded. Maximum wcs protrusion was observed when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the wcs braid remaining attached to the pebax, appeared to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with these post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.